Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer had been experiencing unexplained hbgs. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was advised to discuss possible causes of hbg with md and to follow the two hbg rule.